Manufacturer narrative:
Investigation results: one open 10ml packaged syringe and two loose 10ml assembled syringes were received by bd canaan and confirmed to be from batch #7118845 (p/n 302995). The sample were visually evaluated for silicone content. The open 10ml packaged syringe and one loose syringe provided had acceptable silicone content per product specification. The second loose 10ml syringe was observed to have silicone pooling on the black stopper. The amount of silicone was excessive per specification. DHR review for batch 7118845 (p/n 302995 ): manufacturing date: to 03/02/17 to 05/02/17. Batch quantity was (B)(4). Assembly records were reviewed as part of this DHR review. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Silicone weight testing was performed as per requirement with all test results within acceptable range per product specification. Batch 7118845 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Potential root cause: silicone gun malfunction affecting a limited number of barrels. Investigation revealed adjustment was performed on one of the silicone guns during the manufacture of the batch on 4/29/2017. Bd (B)(4) was able to confirm the customer's indicated failure. Based on the severity assigned to this complaint and the results of the complaint lot history check, CAPA is not required at this time. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter described as "gooey" was found in a bd syringe luer-lok¿ tip before use. There was no report of exposure to mucous membranes, injury or medical interventions.